Event description:
During knee replacement. 2 pin tips broke off into distal meduallary femoral canal during placement of reference base for medtronic navigation system. Pin tips left in place as no way to remove effectively.